Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged from the jaw. The surgeon used another instrument to complete the procedure. No pt injury was reported.